Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had herniated. A surgical procedure was performed to remove and replace the cylinders and pump. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number 1100340599. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration and tissue damage are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported migration and the reported patient symptom of tissue damage are known risks associated with this device type and indicated as such in the instructions for use. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.